Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the closing of mesothelian opening, the staples did not fire and did not deploy. The staple was attached to the tissue but did not detached from the device so they have to rip the device from the tissue which resulted to tissue damage. Accordingly, another instrument was used then after the staple stuck, they were not able to load another staple. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The dlu was received partially applied. Functionally, the device was able to articulate and rotate properly. The tacks seated properly, but handle did not retract after firing. The leaf spring was loose on handle. The unit was opened as instructed by engineering and it was noted the leaf spring was detached and rolled. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. Root cause of the reported condition is due to an excessive amount of adhesive being applied to the spring retainer during the assembly process. The additional adhesive prevented the spring retainer from properly functioning and resulted in it breaking. A broken spring retainer will prevent the return of the handle after actuating, thus preventing the unit from firing. The product analysis established a relationship between a device failure and the reported incident of instrument did not fire. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.